Event description:
It was reported that this right ventricular (rv) lead conductor fractured, leading to oversensed noisy signals. At this time, the lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to update the b.5. Describe event or problem, h.1. Type of reportable even and h.6. Adverse event problem fields.

Event description:
It was reported that this right ventricular (rv) lead conductor fractured, leading to oversensed noisy signals. The patient did not experienced asystole or pacing inhibition. The suspected conductor fracture was not confirmed. Nevertheless, the lead was surgically abandoned and a new rv lead was successfully implanted as replacement. No additional adverse patient effects were reported.